Manufacturer narrative:
To date, information suggests that this medical device has not been returned to boston scientific. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right atrial (ra) lead exhibited noise oversensing as did the associated non-bsc right ventricular (rv) lead in the device system. The reproducible noise did cause a long pause in pacing, per the local area sales representative. There were no reported adverse patient effects. However, an early surgical intervention did occur to address this issue at which time both this ra lead and the non-bsc rv lead were both removed from service.